Event description:
It was reported that during a meniscorrhaphy surgery, after t1 was deployed, t2 fell off. No need to drill an additional hole. No remains in the patient. A backup device was available to complete the procedure. No procedure delay or patient injuries were reported.

Manufacturer narrative:
Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 remains on the insertion needle. T2 has been advanced up to the dimple. The device was tested for deployment using a rubber meniscus model, each t deployed as intended. Reported complaint of t2 pre-deployment could not be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.